Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-01-14 - eq humeral stem primary press fit 14mm: (B)(6). (Retained from index surgery). 310-22-44 - cta humeral head tall, 44mm: (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side and was implanted with exactech devices. Approximately 4 months post-op, the patient was revised for increased pain after being overextended in physical therapy. CT scan showed glenoid loosening. Subsequently, the patient presented in clinic and x-rays showed anterior dislocation. As a result, approximately 4.5 months after initial replacement, the patient underwent an additional right shoulder revision. No further impact to the patient was reported. No other information is available.